Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop leaked. Leakage was noticed from filter of the tubing. The tubing was attached to a cassette filled with a chemotherapy preparation (blinatumomab). The leakage occurred at the end of the treatment (a few hours before the end of the administration of the cassette which is done in 72 hours). Reported no adverse patient events and patient was able to complete infusion.